Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: all paraclinical examinations were normal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("bowel disorders"), abdominal pain upper ("epigastralgia") and headache ("chronic headaches"). The patient was treated with surgery (bilateral salpingectomy with bilateral coronectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, gastrointestinal disorder, abdominal pain upper and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, gastrointestinal disorder and headache with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.